Event description:
Contact reported that a disposable sleeve broke while in the patient's femur. The sleeve is part of the mitek rigidfix cross pin kit. A 15mm metallic portion was left in the bone and could not be retrieved. Surgery time was extended by five minutes. According to the surgeon he was "cycling" the knee with the disposable sleeve in place. The sleeve bent and broke. Since this incident, surgeon removes the sleeves before cycling the knee. No patient injury was reported as a result of this situation. If this were to recur it would be noted at the time of the event and may require surgical intervention at the time of the event, but would not likely cause patient injury to occur.